Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to uterine prolapse, cystocele, sui, urinary frequency, and rectal prolapsed. It was reported that patient underwent open laparoscopy with enterolysis, right salpingo-oopherectomy, posterior repair, and cystoscopy on (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with a laparoscopic-assisted vaginal hysterectomy, laparoscopic perivaginal repair, cystourethroscopy, laparoscopic adhesiolysis, and implantation of a monofilament knitted polypropylene mesh. It was reported that the patient underwent mesh revision/removal in (B)(6) 2005. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.